Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple occurrences of the time and date defaulting to factory settings after a power on reset. A timekeeping accuracy test was performed; the pump was found to accurately keep the correct time. An internal battery failure was noted during investigation. Unrelated to the complaint, the bolus button was found to be missing and therefore an audible reading was unable to be obtained.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. While reviewing alarm history mom reports time and date in pump is incorrect. Reports (B)(6) 2007. Mom reports patient states he's not sure how time got incorrect. Reports patient states time is usually correct after changing battery. Reports last correct date is (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.